Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a sensor failure alarm. The hospital staff attempted to reconnect the fiber optic cable, but the problem persisted. The central lumen was able to aspirate and flush, so the getinge representative then walked them through the steps to connect a pressure cable to the transducer. Therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name (B)(6) additional initial reporter (B)(6) contact information for product return: patient transferred to (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated field(s): event site email address the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).